Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded approximately 480-490 units of insulin into the cartridge and the insulin gauge displayed 105 units. During troubleshooting with tandem technical support the customer attempted to reload the cartridge and the insulin gauge displayed an inaccurate reading. Customer had elevated blood glucose levels (434 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.